Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, the customer obtained high troponin levels on first draw and re-tested an hour later; they were considerably lower. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to erroneous results as all samples met specifications. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown high sensitivity troponin) because the erroneous analyte was not specified by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint is unconfirmed for erroneous results-unknown high sensitivity troponin. Bd will continue to monitor for emerging trends. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, the customer obtained high troponin levels on first draw and re-tested an hour later; they were considerably lower. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.